Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full height drawer 7 pocket c3 and e1 was failed. A field service engineer (fse) remotely accessed the station and identified a broken cubie pocket in auxiliary drawer 7, released the pocket, instructed the customer to reboot the station, and unload the medication from the affected pocket, attempted recovery, but the cubie pocket remained stuck on the recovery screen. Fse then replaced the drawer controller board and found that the cubie tray row e ribbon cable was unplugged, which caused the e1 pocket to not be detected on the bus, reseated all cables, replaced the board, and reconfigured the drawer. Fse then performed a preventive maintenance, inspected auxiliary drawer 4.1, reseated and cleaned all cables and connections, cleaned the cubie pocket trays, and had the customer complete a full inventory of drawer 4.1 to confirm normal functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, device not detected on bus. Cusromer tried to reboot station, but issue remains the same. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.